Event description:
It was reported that the filter had been in place just over 5 years (almost 2000 days); the pt was asymptomatic; however, the filter was retrieved after a filter leg was seen in the lungs. Reportedly, a previous CT performed two years ago showed one leg in the atrium and one leg in the lung. A recent CT was performed and those legs had not moved, so the physician decided not to retrieve them. The physician decided to remove the filter to prevent additional legs from fracturing. The filter came out intact and with ease. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The event investigation is currently underway.